Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report air bubbles in the reservoir and the tubing and could not get them out. The customer's blood glucose level was 300 mg/dl. The customer declined to troubleshoot and no further details were obtained.